Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. (B)(6). The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "silicone beyond this capsule seen," and "silicone lymphadenitis in an intramammary lymph node."

Event description:
Healthcare professional reported right side rupture, "silicone beyond this capsule seen," and "silicone lymphadenitis in an intramammary lymph node." The device remains implanted.